Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since they received the implant they've had two accidents. Patient said that the stimulation seems a lot stronger since received the implant. Patient said was told to wait about four days after the implant before adjusting which patient said that they did and that turned on last week and upped the setting and said that helped a little bit however had another accident yesterday so upped the setting again however said that since then the whole left side of their pelvic area is constantly vibrating and feels numb at times. Patient asked for programming direction. Reviewed therapy information and general programming guidance. Patient said is at work, their first day back and didn't bring the external devices. Patient to decrease setting on current program and then switch programs. Patient said will do this when they get home after work. Patient to monitor and track adjustments and results. Patient mentioned that had follow up appointment with managing healthcare provider yesterday and was told that everything looked good. And next appointment is in six months.